Event description:
Complainant alleged that during training, the device displayed "defib fault 72", "defib fault 78", "defib fault 79", "pacer fault 116", "pacer fault 121", pacer fault 122", pacer fault 123" and pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.